Event description:
It was reported that upon activation of this artificial urinary sphincter, it was noticed that the cuff would not close completely. A magnetic resonance imaging (MRI) was performed and no issues were observed. The patient underwent surgery and all components were replaced. No fluid was observed in the balloon upon removal, however, the source of the fluid loss was not found. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that upon activation of this artificial urinary sphincter, it was noticed that the cuff would not close completely. A magnetic resonance imaging (MRI) was performed and no issues were observed. The patient underwent surgery and all components were replaced. No fluid was observed in the balloon upon removal, however, the source of the fluid loss was not found. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. The reported fluid leak was confirmed, the cuff had two holes along the lateral edge of the cuff shell towards the cuff tab. These holes are consistent with tool/sharp instrument damage. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The balloon was visually and microscopically examined, leak and functionally tested. No anomalies were found with the balloon. Based on analysis results, the sharp instrument damage found on the cuff most likely occurred during the procedure. Therefore, a conclusion code of cause not established was assigned to this investigation.